Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. Issue will be transferred to phase 2 to determine the root cause. Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received a high sensor scan results of 400 mg/dl and further noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). As a result, the customer self-treated with insulin (dose/type unspecified). After 3 hours, the customer started feeling low, and the customer's caregiver called an ambulance. A finger stick test was performed, and the result was 40 mg/dl. Once at the hospital, low readings were confirmed, and glucose via IV was administered, which increased the level to 133 mg/dl. Furthermore, the customer was also given orange juice by the healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.